Event description:
During the procedure, the platinum plus .018 260cm broke off in patient. Doctor working on retrieving with pigtail and snare combo. Echo team coming in to assist. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)